Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a device changeout the device was unable to be interrogated due to depleted battery. When the physician opened the pocket, he noticed a visible breach in the insulation of the lead. The physician elected to repair the lead using medical adhesive and a silicone rubber sleeve and then implanted a replacement device. The patient condition is stable. Related manufacturer reference number: 2938836-2020-00486.